Event description:
On (B)(6) 2024 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that arm was defective. Provided photographic evidence confirmed that issue and indicated that spring arm was broken off, also that the label was chipping off the headlight with risk of detachment and suspension arm was rusted. There was no injury reported, however, we decided to report the issue in abundance of caution as spring arm falling off with fork and headlight into sterile field or during procedure may cause serious injury and as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The initial reporter was medical technician. E1b event site name: (B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The correction of h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that arm was defective. Provided photographic evidence confirmed that issue and indicated that spring arm was broken off, also that the label was chipping off the headlight with risk of detachment and suspension arm was rusted. There was no injury reported, however, we decided to report the issue in abundance of caution as spring arm falling off with fork and headlight into sterile field or during procedure may cause serious injury and as any particles falling off into sterile field or during procedure may cause contamination. The device has been repaired by replacement of spring arm a2 fc3 9-15kg (ard567801093) and returned to use. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was or was not being used for patient treatment or diagnosis when the event took place. According to the information gathered, the issue was raised by medical technology team leader. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: the photographic evidence shows rust formation on the device. It can be observed that the corrosion is mostly localized on the retention areas, which shows that the stagnation of liquid or cleaning agent residues have caused appearance of rust. Rust formation was probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of liquid water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. Label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. The rupture of the front pivot was caused by a tearing of the spring arm tube at the edge of the welding joint. The contributing factors correspond to excessive or repetitive mechanical stresses. The spring arm design changed, in 2006, by increasing the thickness of the tube. The field action msa/2017/002/iu was launched in september 2017 in order to replace the former acrobat 2000 spring arms, manufactured between 2004 and 2006, by the new spring arms including a tube thickness of 2,35 mm. The spring arm involved must be replaced following the instruction of the service bulletin sb 36 and the field safety notice. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.